Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not making any noise. The customer's blood glucose was unknown. The insulin pump was not passed audio test. The customer was advised to monitor insulin pump and keep an eye out for alerts. Customer stated it has been months since this started with the insulin pump audio issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).